Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: the lidocaine injection needle was extremely difficult to inject through. This specific needle would not even inject. The procedure was paused and a needle had to be brought in.

Manufacturer narrative:
(B)(6). Investigation summary: it was reported the needle was extremely hard to inject through. To aid in the investigation, seven samples with the plastic shield, but no packaging blisters, and six photos were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. It was not possible to expel the solution; the needles are clogged. This defect could occur if there was a process variation during the needle lubrication application inducing the symptom reported. A device history record review was completed for provided material number 305922, lot number 1354640. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the needle lubrication application process was performed. The settings were correct and the flow of product was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.